Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During an unrelated lead replacement procedure, several episodes of non-sustained right ventricular oversensing were noted due to post-paced t-wave oversensing. Although there was no eri alert or allegation of premature battery depletion, the device was explanted and replaced prophylactically during this procedure. The patient was stable with no consequences.